Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mr. One clip was implanted. On (B)(6) 2018, a second procedure was performed as the mr had increased to 4. The initial clip was confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. One clip was placed in the mitral valve, reducing the mr to 2. Three additional clips were placed in the tricuspid valve reducing the tricuspid regurgitation (tr) from 4 to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI) number is not being reported because the part and lot number were not provided. The device was not returned for evaluation and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed, a definitive cause for the reported recurrent mitral regurgitation (mr) cannot be determined. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although, a conclusive cause for the reported patient effect of mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.